Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the lid was opened. Without voice prompts, a lay user would not receive audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the lid was opened. Without voice prompts, a lay user would not receive audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be conclusively determined. The customer received a replacement device. H3 other text : device not return.